Event description:
It was reported that the 9800 system shut down during a case. The 9800 system was rebooted. Then the lift column intermittently would not go down. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.